Event description:
The hinge broke inside pt and was retrieved.

Manufacturer narrative:
One ref 3222 with an unknown lot number having a broken hinge was returned. The hinge of the bottom jaw was broken. The fracture of the broken hinge appeared to be a ductile fracture, which is consistent with applying excessive force.